Event description:
Information was received that during use of this smiths medical cadd extension sets, the customer noticed medical fluid leaking from the filter. No reported adverse effects or patient injury.

Manufacturer narrative:
One cadd extension set was returned for analysis. The sample was visually inspected at 12" to 24" and normal conditions of illumination. No anomalies were found. The sample returned was tested using the hydrostatic in order to detect any discrepancies that could affect the product functionality. Leakage was detected in filter. A review of the manufacturing process for a review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp's requirements and procedures. The bonding operation in all joins were reviewed in order to verify that the operation was correctly performed by the operator; no discrepancies were found. The bin holding the filters was reviewed in order to verify that no damaged or broken filters were present; no discrepancies were detected. Training records were reviewed, operators are trained in the procedures reviewed; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joins are properly adhered; no discrepancies were detected. Four (4) samples of the production floor were tested using a hydrostat vessel. No discrepancies were detected during leak testing; successfully passed. Production personnel performs a 100% visual inspection in order to verify that the joins of the filter following below criteria: minimum tube engagement is to edge of filter. Tube back out is not greater than 0.030", using 0.030" pin. Delamination of 0.187" is acceptable, using td 0672 gage. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify the following: tubes following the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. Filter following below criteria: workmanship defect. Proper housing welds. Proper orientation. The tests are properly performed.